Event description:
Problem: an electrical power fluctuation caused a ventilator, puritan bennett, model 7200ae, to stop working. It was on a patient at the time.the ventilator was removed from the patient and another of the same model was put in its place. The ventilator was sent to biomedical engineering for further examination and testing. The unit worked properly when it was turned on in the shop. Part of the exam involved doing an in-depth check of all voltages. The technician found one voltage slightly out of tolerance, so the tech adjusted it within specifications. This discrepancy was not significant and should not have contributed to the failure. The unit passed operational tests and was returned to service. The patient was not harmed by this malfunction